Event description:
A surgeon reported a patient is experiencing blurry vision following intraocular lens (iol) implant surgery. The lens was exchanged for an unknown lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Attempts have been made to obtain additional information. A complete questionnaire has not been received. There have been no other complaints reported in the lot number. (B)(4).